Manufacturer narrative:
MDR 1219913-2021-00110 was filed on february 17, 2021. Additional information - april 1, 2021. Two samples were non-reactive with atellica im sars-cov-2 igg (scovg) lot 715001 and reactive with cov2t. The patient history and symptomology were not provided. There is not an expectation the siemens' atellica im scovg assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The scovg and cov2t assays may not always correlate. The scovg method measures igg antibodies and the cov2t method detects igg and igm antibodies. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity. Patient specimens may be nonreactive if collected during the early (pre seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings. No product non-conformance was identified. The customer is operational. No further action is needed. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The calibration was acceptable; and the quality control was within range. Sample type: serum. Tube type: vacuette 8,5 ml cat serum sep clot activartes. Centrifugation: 3300 rpm; 10 minutes. Tested the same date in both systems: yes. Siemens continues to investigate. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings". "A negative result for an individual subject indicates absence of detectable anti-sars-cov-2 antibodies. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. A negative result can occur if the quantity of the anti-sars-cov-2 antibodies present in the specimen is below the detection limits of the assay, or the antibodies that are detected are not present during the stage of disease in which a sample is collected". "Sars-cov-2 antibodies may not be detectable in patients with recent infections (7-10 days or less) or in samples collected from patients less than 7 days from a positive polymerase chain reaction (pcr) result. Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients". A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua) and/or policy d.

Event description:
The customer obtained nonreactive (negative) atellica im sars-cov-2 igg (scovg) results for two patients. The scovg nonreactive (negative) results were considered discordant with the reactive (positive) cov2t results from the atellica im and the advia centaur. There are no known reports of patient intervention or adverse health consequences due to the discordant scovg results.